Event description:
A falsely depressed troponin I result of 0.02ng/ml was obtained. The result was reported to the physician. The sample was retested on the same instrument and results of 0.71, 0.71 an d0.71ng/ml were obtained. The sample was also retested on an alternate methodology and and results of 0.66, 0.63 and 0.62 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. The most likely cause for the falsely depressed troponin I result was a problem with the instrument's r1 ultra-sonic board.